Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. An nc emerge balloon catheter was advanced for post-dilatation. However, a dissection on the proximal edge of the stent occurred. The procedure was completed with by placing another stent. No further patient complications were reported and the patient's status was fine.